Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 39 mg/dl. The customer believed the low was caused by an overestimated dual wave bolus for a buffet dinner last night. Customer treated with orange juice. Customer's blood glucose went back to 165 mg/dl. The product was not returned for analysis.